Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed error 23013 on the master tool manipulator right (mtmr). The technical service engineer (tse) verified this error in the system logs. The tse instructed the customer to shut down the system and perform an emergency power off (epo). Upon restarting the system, the error persisted. The customer was advised to swap the surgeon side console (ssc) between two robotic systems, allowing the procedure to proceed by installing the ssc from one system into the other, enabling the procedure to start normally. The procedure was aborted to another ssc with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.